Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was freezing. The customer reported that this malfunction occurred during the dispensing of medication, resulting 12 minutes of delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was freezing. The customer reported that this malfunction occurred during the dispensing of medication, resulting 12 minutes of delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system freeze. The technical support specialist initiated a remote session via remote support service (rss) and beyond trust, accessed the station screen, and performed a power control special action to reboot the system. The system functioned as intended after the technical support specialist resolved the issue.